Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative found the door wouldn't close. The medtronic representative reloaded the firmware, manually homed door and then invalidated home. Functionality returned and system ready for use. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that at the start of a spinal procedure the imaging system was unable to close. When the medtronic representative closed the gantry door, the tube and detector lights did not come on and the pendant said door open. To troubleshoot the issue the system was rebooted and the door was opened and closed without resolution. The medtronic representative then held the button down after the door was shut and the tube and detector did not rotate into position. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.